Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good condition inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed twenty conforming clips. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a vesicle procedure, the clips came out of the device malformed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.